Event description:
Patient reported "pain and a rupture in the left implant." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-06266-00 as the operating record related to this complaint.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no events associated with this complaint record. Please see MDR 9617229-2024-06266-00 as operating record.